Event description:
Confirmed negative for bi-alcl.

Manufacturer narrative:
B5 information provided by md via lab results: confirmed negative for bi-alcl.

Event description:
Confirmed alcl right side.